Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for analysis. Visual inspection noted the anvil of the instrument was observed to be tilted. In addition, part of the crush ring was observed to be crushed. Further inspection of the anvil cutting ring showed no knife impressions, indicating application over thick tissue. Functional evaluation noted since the clinical instrument was not received a representative instrument was used for testing. The device was applied over the appropriate test media producing acceptable results. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The reported condition was confirmed. The analysis noted evidence that the device was not used as intended. Replication of the reported condition may occur if the instrument is applied over tissue of contraindicated thickness. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sigmoid resection, when the anvil was set in the ostial intestinal tract, the stapler was inserted transanally and connected to the anvil. The wing nut was turned to wrap the tissue together, but when it was opened by turning the kinked intestinal wing nut, the anvil was tilting. Afterwards, a new product was taken out, the anvil and stapler were replaced, and the operation was performed without any problems. There was no patient injury.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
According to the reporter, during a laparoscopic sigmoidectomy resection, when the anvil was set in the ostial intestinal tract, the stapler was inserted transanally and connected to the anvil and the device could be closed without any problems. The wing nut was turned to wrap and access the tissue together, but because the intestinal tract was twisted, when the user opened the device by turning the wing nut, the anvil was found to be tilted prior to firing. Afterwards, a new product was taken out, the anvil and stapler were replaced, and the operation was performed without any problems. There was no patient injury.